Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The customer removed battery and cap and all buttons were sensitive. The customer's blood glucose was normal. The customer's blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. Device received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube.